Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered a code 1007 due to capacitor charge time exceeding limitations. Technical services (ts) confirmed that the charge time was greater than 45 seconds. Ts noted the patient denied receiving a shock and recommended replacing the ICD and evaluating the lead further. No adverse patient effects were reported. This ICD remains in service.